Event description:
It was reported that: " during the procedure, there was no progression of the guide wire. It was difficult to advance. A change of the procedure material carried out. The guidewire (swg) was checked and had no visible damage before the procedure. The problem with the wire occurred after it was inserted approximately 15cm into the jugular vein during a central venous access puncture using the seldinger technique. On this occasion, the thread got stuck inside the needle at the end of the insertion, preventing the thread from being removed from the needle itself. When I tried to pull the swg out while keeping the needle fixed, it remained attached, but the outer part of the wire stretched. As a result, I had to change all materials and order a new kit. There was no technical fault. The patient suffered no direct damage as the swg was removed during the procedure. There was no reported patient harm or consequence.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during the procedure, there was no progression of the guide wire. It was difficult to advance. A change of the procedure material carried out. The guidewire (swg) was checked and had no visible damage before the procedure. The problem with the wire occurred after it was inserted approximately 15cm into the jugular vein during a central venous access puncture using the seldinger technique. On this occasion, the thread got stuck inside the needle at the end of the insertion, preventing the thread from being removed from the needle itself. When I tried to pull the swg out while keeping the needle fixed, it remained attached, but the outer part of the wire stretched. As a result, I had to change all materials and order a new kit. There was no technical fault. The patient suffered no direct damage as the swg was removed during the procedure. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4).